Manufacturer narrative:
The event date has been approximated to (B)(6) 2014, as mentioned in the event that after implantation, the patient had fever and mesh erosion first occurred. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Initial reporter city and state: (B)(6). (B)(4). The complainant indicated that the device is implanted and the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was implanted during an anterior vaginal wall mesh procedure performed on (B)(6) 2014. According to the complainant, after the procedure, on (B)(6) 2014, the patient had fever and mesh erosion. On (B)(6) 2014, the patient was examined and found out to have pus in the left surgical site of the mesh. Subsequently, the patient needs hospitalization and antibiotic treatment has been started. In addition, presence of e. Coli bacteria was noted during blood culture. After two days hospitalization, the patient was relieved from fever and local pus disappeared. Reportedly, on (B)(6) 2014, the exposed mesh from the urinary bladder was excised and close.